Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an out-of-range shock lead impedance alert due to high, out of range values. The rise has been gradual, likely due to calcification as discussed. As the implantable cardioverter defibrillator (ICD) is reaching elective replacement indicator it was recommended that a thorough evaluation of the lead with isometrics be performed prior to ICD replacement so that lead integrity concerns could be ruled out. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments, severed approx. 85 mm from the terminal end at our post market quality assurance laboratory. Visual examination of the lead noted induced damage during explant. Coils and insulation cut with tool and calcification of body fluids on the distal shocking coil and lead tip. Resistance test was completed to assess lead electrical performance. Measurements were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an out-of-range shock lead impedance alert due to high, out of range values. The rise has been gradual, likely due to calcification as discussed. As the implantable cardioverter defibrillator (ICD) is reaching elective replacement indicator it was recommended that a thorough evaluation of the lead with isometrics be performed prior to ICD replacement so that lead integrity concerns could be ruled out. The rv lead has been explanted and has been returned for analysis at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered an out-of-range shock lead impedance alert due to high, out of range values. The rise has been gradual, likely due to calcification as discussed. As the implantable cardioverter defibrillator (ICD) is reaching elective replacement indicator it was recommended that a thorough evaluation of the lead with isometrics be performed prior to ICD replacement so that lead integrity concerns could be ruled out. The rv lead has been explanted and is expected to be returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.